Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon break occurred. An 8.0mmx80mmx135cm-hybrid sterling balloon was selected for use. However, it was noted that the balloon broke during inflation. The procedure was completed with another pre-dilation balloon. The patient left the operating room stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon break occurred. An 8.0mmx80mmx135cm-hybrid sterling balloon was selected for use. However, it was noted that the balloon broke during inflation. The procedure was completed with another pre-dilation balloon. The patient left the operating room stable. It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and non-calcified ureteral pyelo-ureteral junction. During the first inflation, it was noted that the balloon ruptured when pressurized at 12 mmhg for 3 minutes. The balloon was removed without any problem using the normal method.